Manufacturer narrative:
(B)(4). Manufacturing facility information was updated with the correct manufacturing site facility name and address. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be a false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. Homechoice apd systems trainer's guide give the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:06:56. During night drain cycle six, the patient's ultrafiltration reading was 1232ml, indicating the home patient (hp) drained 1232ml more than their maximum programmed fill volume of 1700ml. No additional information is available.